Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown constructs: titanium elastic nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: shieh ak, saiz am jr, hideshima ks, haus bm, leshikar hb. Defining length stability in paediatric femoral shaft fractures treated with titanium elastic nails. J child orthop. 2021 dec 1;15(6):525-531. Doi: 10.1302/1863-2548.15.210081. Pmid: 34987661; pmcid: pmc8670542. Objective/methods/study data:the aim of this retro¬spective study was performed of all patients who under¬went ten stabilization for femoral shaft fractures at a single regional level 1 trauma centre. Between january 1, 2013, and march 31, 2019, a total of 58 patients and 60 (40 male and 20 female) mean age of 3-12 years old who had femoral shaft fractures treated with titanium elastic nails (depuy synthes, raynham, massachusetts) who met the inclusion criteria. By mean follow up to 1 year. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown synthes titanium elastic nail. Adverse event(s) and provided interventions possibly associated with unknown synthes titanium elastic nail ( 14 qty ) 1 patient may experience more than 1 event 14 (23%) developed excessive malalignment or shortening (failure/malunions). Interventions are as follows: >4 patients had loss of fracture reduction that led to early implant prominence thereby prompting early removal of a nail. >2 patients were noted to have early loss of reduction that required repeat reduction and cast placement. >2 patients with early implant removal had shortening > 2 cm, . >1 patient with excessive sagittal plane malalignment also had clinical mal rotation noted on postoperative examination, though the nails were removed routinely, and no secondary intervention was performed by the one-year postoperative follow-up visit. >11 cases had excessive angulation; no treatment indicated. >3 cases had shortening > 2 cm, no treatment indicated. >2 patients with canal fill = 90% had transverse and short oblique (fracture angle of 26° and fracture length of 76% cortical diameter) patterns and failed by angulation without any shortening. No treatment indicated. This report involves one unk - constructs: titanium elastic nail. This is report 1 of 1 for (B)(4).